Event description:
It was reported the patient had a trial done on (B)(6) 2014 for back and leg pain. The patient had no relief from the trial and had the leads pulled out on (B)(6) 2014. A letter dated (B)(6) 2015 was sent by the patient stating his pain was now worse since he had the trial. The patient believed the trial caused the pain to become worse. No complaints were noted when the lead was pulled out. Nothing unusual and no malfunction were suspected of the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information received reported that the patient was "alive without injury." Additional information received from the FDA indicated that the patient had reported that their trial caused increased low back pain, spasms, and intense pain in the back and neck. The patient also reported cramps in both legs and feet and more pain in their legs. They also experienced weakness in their legs and left arm. About five days into the trial, the patient developed a tingling and dead feeling in the left side of their face and ringing in their left ear. The patient also developed excruciating head aches that would last between 30-40 hours sometimes. The patient also has pain in their left eye. A few weeks after the trial the patient came down with shingles and has had it three more times in approximately 18 months. The patient's concomitant medical is morphine, trazadone, and cyclobenzaprine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.